Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent approximately 26.5 85.0 102.0 cm from the proximal end. The distal detachment tip (ddt) was fractured off of the distal end of the pusher assembly and the embolization coil was detached from the pusher assembly. The embolization coil was detached from the pusher assembly and kinked in multiple locations. Both the embolization coil and ddt were inside the introducer sheath. Conclusions: evaluation of the returned device revealed the ddt was fractured off of the pusher assembly. This damage typically occurs due to forceful withdrawal of the ruby coil against resistance. The detachment of the embolization coil likely occurred due to the ddt becoming fractured off. Further evaluation revealed the pusher assembly and embolization coil were damaged. This damage likely occurred due to forceful advancement of the ruby coil against resistance. The px slim mentioned in the complaint was not returned for evaluation. Because the microcatheter was not returned for evaluation, the root cause of the difficulty advancing could not be determined. Due to the damage observed on the ruby coil, a functional test could not be performed. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached two ruby coils into the aneurysm using a px slim delivery microcatheter (px slim). While attempting to advance a new ruby coil through the px slim, the physician met resistance and was only able to advance the ruby coil about 20 centimeters into the px slim. After a few unsuccessful attempts to advance the ruby coil through the px slim, the physician removed the coil and completed the procedure using six new ruby coils. There was no report of an adverse effect to the patient.